Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. One needle did not present on deployment. Needle backdown was not successful. Fluoroscopy showed that the needle had presented outside the barrel and was bent. The pt was sent for surgical device removal. Surgery was successful and the pt recovered without incident. Reports from the field indicate that the cardiologist was a very experienced user who reported that he did not experience anything out of the ordinary during deployment that would account for the needle miss.